Event description:
Approx 2 years following primary implant of a gore excluder bifurcated endoprosthesis, the pt was found to have a distal type I endoleak in the right common iliac artery. Following pta, the endoleak seemed to be resolved. Approx 3 years later, the pt at follow-up was found to have a type ii endoleak of the inferior mesenteric artery. A second reintervention was performed to treat this endoleak thru coil embolization. Following this procedure, the endoleak seemed to be resolved. At last follow-up, the pt had sack enlargement with no evidence of an endoleak. A decision was made to explant the device, and the pt was converted to open infrarenal aortic repair. The pt is currently doing well.